Event description:
A falsely depressed ptt clotting time result was reported on a patient sample. The sample was repeated at an alternate facility and a prolonged result was obtained and a corrected result reported. The patient was treated on the basis of the initially depressed result: the patient's heparin dosage was increased. The heparin dosage was re-adjusted on the basis of the corrected report. There is no report of adverse outcome to the patient as a result of the falsely depressed result and treatment.

Manufacturer narrative:
The cause of the falsely depressed ptt inr result reporting was the nature of the patient sample. The sample lipemia caused the printout of an analysis error flag for sample turbidity with the result. The flag should have precluded reporting without further investigation. The operator failed to follow instrument manufacturer's instructions in the operator's guide to troubleshoot results prior to reporting. The ca-7000 instrument operators manual reads: "re-analysis is required for the parameter whose analysis is interrupted due to an instrument error and for the parameter that generated an analysis error." The instrument is performing within specifications. No further evaluation of the device is required.